Event description:
It was reported that bd conventional needles has foreign matter on the needle. The following information was provided by the initial reporter, translated from french to english: when the packaging is opened, there is a white deposit on the body of the canula.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 240609. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples and two (2) physical samples were received for evaluation by our quality team. Through examination of the samples, one (1) needle displayed epoxy (the adhesive used to join the cannula and hub components) along the cannula surface. This issue resulted during the assembly process, when the adhesive is added to the hub, due to a temporary stoppage in the process or malfunction in the epoxy dosage machine. As a consequence, a higher quantity of epoxy was added and fell onto the next cannula, resulting in the observed issue. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.